Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
A break in the retention dome during traction removal. The indwell time was unknown. The dome portion was removed endoscopically.